Event description:
Scrub tech was getting ready for surgery and noticed a spacemaker pro device that is used for laparoscopic inguinal hernias. There was an extra piece of plastic attached to a foam sponge on the trocar, that is not normally there. This trocar is used as a first insertion for the surgery to spread out to separate tissue and form a smaller cavity to work laparoscopically. Scrub tech informed surgical attending of the difference with the trocar and the attending tested the balloon, noticed nothing was wrong, and then proceeded to deflate the balloons and removed the random piece of plastic. The balloon trocar was then inserted into the patient and the attending tried to blow up the balloon again. The balloon appeared to not to be able to inflate, as if there was a hole, but the trocar was stuck. Eventually they got the device out.